Manufacturer narrative:
Pump passed the displacement test. Unit received with a compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to the compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer stated the drive support cap appears normal. Blood glucose level at the time of the incident was 270 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis